Event description:
It was reported that the stent moved on the balloon occurred. A 2.50 x 48mm synergy xd drug-eluting stent was selected for used. During preparation, it was opened, and when the stent was removed from the hoop, the stylet got caught, along with the stent strut, as it pulled or stretched the stent away from the balloon. The attached media also indicated that the stent was stretched, lifted, and moved from the balloon while inside the pouch. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr us 2.50 x 48mm stent delivery system (sds) was returned for analysis. A visual, tactile, and microscopic analysis of stent profile revealed the entire stent struts were stretched and damaged. Stent struts were pulled distally over the balloon cone and bumper tip. Balloon cones were reviewed and were not subjected to positive pressure. Visual and tactile inspection of the hypotube revealed multiple kinks were identified along the hypotube shaft. Shaft polymer extrusion revealed no kinks or damages. Microscopic analysis of the stent struts were pulled distally over balloon cone and tip of the device. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that the stent moved on the balloon occurred. A 2.50 x 48mm synergy xd drug-eluting stent was selected for used. During preparation, it was opened, and when the stent was removed from the hoop, the stylet got caught, along with the stent strut, as it pulled or stretched the stent away from the balloon. The attached media also indicated that the stent was stretched, lifted, and moved from the balloon while inside the pouch. The procedure was completed with another of the same device. There were no patient complications reported.